Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was alarms "cassette not attached properly". The device was found to be in good physical condition. Evidence of the reported problem in event log revealed high alarm displayed: cassette not attached properly. The customer's reported problem was unable to be duplicated. The device was attached to a fluid filled cassette and functionally tested. The device ran for an extended period of time with no issues occurring. The downstream sensor will be replaced as a preventive measure. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump alarms "cassette not properly attached". There is no report of known impact or consequence to patient.